Manufacturer narrative:
The field service engineer (fse) visited the site and performed some system repairs. A glucose module stirrer motor was upgraded to the brushless model. The fse also replaced the glucose module reagent pump and modular chemistry sample syringe. Cup maintenance, electrode calibration and quality controls were performed. Although various parts were upgraded or replaced, the specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported to beckman-coulter, inc (bci) that three erroneously low glucose cup results were generated by the unicel dxc 800 synchron system. Quality controls were within specification. The results were not reported out of the laboratory. All pt samples were rerun on another instrument in the lab. There was no change to the patients' care or treatment as the initial results were not reported out of the laboratory.